Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested by fax and mail on 08/25/2008 and by phone on 08/25/2008, 08/27/2008, 09/10/2008 and 09/12/2008. Additional information was received on 08/25/2008 and 08/27/2008 by phone. A completed questionnaire has not been received.

Event description:
A consumer reports having blurry vision with ghost images at near and distance, halos at night around lights and glare during the day following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.